Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sugar glucose versus blood glucose large differential. Customer's blood glucose level was in the 17 to 19 mmol/l range. Customer's sensor glucose level was 3 mmol/l. Customer advised after the sensor was inserted there was blood at their site and possibly on the sensor connectors. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.